Manufacturer narrative:
To date, the device has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an orthopedic surgical procedure where this device was used, the patient accrued a burn. The procedure was for a diagnostic arthroscopic debridement of the shoulder labrum. The operative report states that during the procedure, the patient suffered a superficial burn at the grounding pad site on the lateral flank. Further information from a separate source stated the burns were not superficial and the injury involved scarring and pain.